Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and competitor right ventricular (rv) lead experienced an inappropriate shock due to noise and oversensing. It was also indicated the rv amplitude measurements had decreased, no threshold measurement could be obtained and the pacing impedance measurements were high and out of range. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.